Event description:
Pt is a (B)(6) male in good health. Surgery to correct a torn meniscus and remove arthritis damage was done on left knee in (B)(6) 2013. Surgery was successful, and was followed at the appropriate interval by an injection of synvisc one. This device worked well, and provided relief for approximately one year. When pt went back in (B)(6) of 2015 for another injection, he learned that synvisc one was not available at that time because of a problem with a wholesaler (a situation that has been corrected by location of a new supplier). Pt was given a three dose version of sodium hyaluronate marked under the name "supartz". Device was ineffective, and failed to provide relief. Pt has a "burning" sensation in the left knee when walking, and experiences pain at night sometimes severe enough to awaken him. The knee also makes audible "clicking" noises. Pt suspects that the three dose regimen simply did not fill the knee cavity in a proper manner. Pt continues to experience symptoms and pain while waiting for the necessary paperwork to be processed by medicare to allow an injection of synvisc one. Other identifying info: pt regrets that he did not receive the box for supartz that contained this info.